Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the pulse generator's set screw was unable to be screwed on. The pulse generator was not used and a new one was implanted. The patient was stable throughout the procedure.